Manufacturer narrative:
Covidien reference number:(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer informed medtronic that the ventilator passed extended self tests and the ventilator was ran with no errors. It was recommended to run ground isolation and vent inop tests. The customer informed medtronic that the tests passed and the ventilator is back in use. Medtronic was not authorized to repair the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperative. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.